Event description:
It was reported that the patient was feeling tired and complained that "it doesn't seem to be working as it should". It was also reported that the right ventricular lead had a threshold warning as the lead was getting varying thresholds, and the vcm (ventricular capture management) has not been able to run for some time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.